Manufacturer narrative:
Event were derived based on info documented by a carefusion tech support specialist in response to an email rec'd from a user facility biomed. (B)(4). The carefusion factory svc department evaluated the device, verified the complaint and identified that the device's oxygen control knob was out of calibration. Not related to the reported event the bypass alarm adjuster was found to be out of calibration. However, carefusion factory svc dept was not able to determine how the device's oxygen control knob nor the bypass alarm adjuster drifted out of calibration. The carefusion factory svc dept re-calibrated and ran the device through a complete operational checkout per the svc manual to ensure that the device meets factory spec. Upon completion the device was returned to the user facility ready to be placed back into svc.

Event description:
The following description of the event is a summary of the info documented by carefusion in response to info provided by a user facility representative(s). Unit's fio2 delivery is out of spec, issue noted during pre-use check off.